Manufacturer narrative:
The patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
During a retroactive review of distributor incident files, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. The patient's nurse contacted the distributor on 2/18/2015 to report that the patient had a raw burning rash on his back and that he had removed the lifevest. The patient reported that he discussed the irritation with his doctor's office and they recommended an antibiotic ointment and cornstarch. There was no alleged device malfunction. The final medical outcome of the irritation is unknown.